Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The doctor relayed a report from the home patient (hp) who stated that the disconnect kit came off from the spike of the transfer set during use. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. Should the sample be returned or additional information received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. A visual inspection was performed with no issues noted. A leak test, a clear passage test, and a clamp function test were all performed with no issues noted. The sample was measured and was within specification limits. A batch review could not be performed because the lot number was not available.